Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6) 2023 that a 30mm amplatzer cribriform was selected for an implant. During deployment one sides of the device was deformed as if it were swollen and a little dented, when the physician removed the device from the patient while still begin attached to the delivery cable to check it, he noticed the device remained the same, not returning to normal. A while later it returned to normal and he replaced it in the delivery and when it was time to do the procedure again, one side was a little swollen and deformed. Device was replaced with a non-abbott device that completed the procedure. The patient is stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that interaction with cardiac structures during deployment, angulation or kink noticed in the delivery system, and delivery system were not reported. Based on the information reviewed, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.